Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer stated the readings were 45 to over 100 points off from her blood glucose. During troubleshooting, customer's blood glucose was 237 mg/dl while the sensor gave a reading of 308 mg/dl. Insertion and calibration techniques were discussed. Customer was advised to continue to monitor sensor and change positions during nights when receiving false lows. The sensor will not be returning for analysis.